Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: foreign material. Hair strand like foreign material in sodium citrate tube.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter (hair) with the incident lot was observed. Evaluation of the customer samples was performed and foreign matter (hair) was observed; the hair is was found between the two tube components, where it would not have come in contact with any specimen collected. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It has been reported that one bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tube has been found containing foreign matter before use. The following has been provided by the initial reporter: foreign material. Hair strand like foreign material in sodium citrate tube.